Manufacturer narrative:
Evaluation summary: the inner & stability members were kinked. The stabilizing sheath was kinked immediately distal to strain relief. There were indentations noted on the proximal side of the distal marker band. Review of the cine images confirm the lesion in the left iliac artery. The images show the complete se stent been deployed overlapping with a previously deployed stent. Images also show that during removal of the delivery catheter the tip and distal marker appear to have met resistance during removal through the newly deployed stent. The position of the procedural wire suggests that the vessel angulations may have contributed to the tip meeting resistance during removal from the vessel. (B)(4).

Event description:
The physician successfully deployed the complete self expanding (se) stent to the left iliac artery. Duriong removal of the delivery system, resistance was encountered and the catheter felt as though it was stuck. The delivery system was successfully removed. There werer no difficulties during preparation. There was no patient injury and no additional clinical sequelae were reported.